Manufacturer narrative:
Pt info was not available from the site. Device MFR date was not available as no lot number was provided. The disposable device was not returned to the MFR.

Event description:
A medtronic rep reported that after placing the straight base in a biopsy procedure, they were unable to get their trajectory, so the surgeon had to switch to the angled base. All of the screws were stripped so they couldn't use those screws for the angled base. He requested that they open a new kit to continue with the case. There was no impact to the pt.